Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while snowboarding. Customer reported an elevated blood glucose (bg) level of 334 (mg/dl) and indicated that insulin injections would be used to treat bg level. Reportedly, there was a temporary delay in clearing the altitude alarm. However, the customer was able to clear the alarm, load cartridge and resume insulin delivery.